Event description:
Event verbatim [preferred term]. How do we treat a patient who has an allergic reaction to porcine? Are there medications that can counteract the anaphylactic reaction besides an epi pen [anaphylactic reaction], , narrative: this is a spontaneous report received from contactable reporter(s) (other hcp) from a sales representative. A patient (no qualifiers provided) received absorbable gelatin (gelfoam). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: anaphylactic reaction (intervention required, medically significant), outcome "unknown", described as "how do we treat a patient who has an allergic reaction to porcine? Are there medications that can counteract the anaphylactic reaction besides an epi pen". The action taken for absorbable gelatin was unknown., comment: the reported anaphylactic reaction was possible related to absorbable gelatin (gelfoam), considering event feature and known safety profile of this product. The case will be reassessed should additional information become available.

Event description:
Event verbatim [preferred term] how do we treat a patient who has an allergic reaction to porcine? Are there medications that can counteract the anaphylactic reaction besides an epi pen [anaphylactic reaction], , narrative: this is a spontaneous report received from contactable reporter(s) (other hcp) from a sales representative. A patient (no qualifiers provided) received absorbable gelatin (gelfoam). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: anaphylactic reaction (intervention required, medically significant), outcome "unknown", described as "how do we treat a patient who has an allergic reaction to porcine? Are there medications that can counteract the anaphylactic reaction besides an epi pen". The action taken for absorbable gelatin was unknown. Product quality group provided investigational results on [13jan2023] for [absorbable gelatin]: conclusion: the complaint for 'adverse event/serious/unknown' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (13jan2023): this is a follow-up report received from product quality group providing investigation results., comment: the reported anaphylactic reaction was possible related to absorbable gelatin (gelfoam), considering event feature and known safety profile of this product. The case will be reassessed should additional information become available.

Manufacturer narrative:
Product quality group provided investigational results on [13jan2023] for [absorbable gelatin]: conclusion: the complaint for 'adverse event/serious/unknown' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.